Event description:
Placed a piece of xeroform gauze over a superficial wound on my toe, covered it with a band aid, wore shoes for 4 hours. Took off my shoe, band aid was saturated, xeroform caused a full thickness burn.